Event description:
It was reported that during a da vinci assisted other fundoplication surgical procedure, the customer contacted the technical service engineer (tse) regarding a recurring integrated electrical surgical unit (iesu) error code c 34 that had previously been resolved had returned. Tse reviewed the system logs and confirmed the iesu error c 34 (hf voltage too low in on state). The tse then provided a workaround by suggesting use of classic mode; however, the customer stated a need to use swift mode and requested an urgent replacement. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.